Event description:
It was reported that within one week post implant the patient presented to the emergency department with chest discomfort, shortness of breath, and low blood pressure. An echocardiogram showed a moderate effusion and a cardiac perforation was confirmed. The patient was tapped and a drain was inserted which stabilized blood pressure and symptoms. The right atrial (ra) lead was suspected to be the cause of the perforation and effusion. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.